Event description:
The pt was being implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that after pre-clotting, it was noted that the inflow valve conduit presented a compromised stitch. The compromised valve was not implanted; it was removed and a new inflow valve conduit was pre-clotted and used for implant procedure.

Manufacturer narrative:
The pt remains on lvad support. The compromised inflow valve conduit was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.